Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardiac monitor (icm)'s position might have to be adjusted. Follow-up was conducted to obtain further information regarding the device. Follow-up revealed that the icm was undersensing due to scarring in the patient's anterior chest wall from previous cardiac bypass surgery. The icm was repositioned and remains in use. No patient complications have been reported as a result of this event.